Event description:
A malfunction was reported, identified by code malf 0, during an event in ireland. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information and assisted the caller in resetting the pump successfully. The customer was advised they could continue using the pump and to contact support again if the malfunction code recurred; they acknowledged and understood these instructions.